Event description:
It was reported that before the implant procedure, the physician performed a capacitor test and the charge time was more than 12 seconds. The test was repeated that revealed a normal value; however, the physician didn't want to implant the device. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.